Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the sensor had issues with connecting. It was reported that the sensor was removed and there was no electrode present. It was reported that the sensor would be replaced and returned for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base, no broken or missing parts were observed during our analysis; unable to confirm if the customer received the sensor damaged due to the customer returned the sensor opened and used.